Manufacturer narrative:
Corrected data: g.3 aware date in supplemental medwatch 1 should have been listed as 12jan2026.

Event description:
Healthcare professional reported "simple millimetric cysts, progressive nodular enhancements and capsular contracture baker grade ii". Device was explanted and replaced with non-abbvie.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii.

Event description:
Healthcare professional reported "simple millimetric cysts, progressive nodular enhancements and capsular contracture baker grade ii". Device was explanted and replaced with non-abbvie. Device will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, wear abrasion and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "simple millimetric cysts, progressive nodular enhancements and capsular contracture baker grade ii". Device was explanted and replaced with non-abbvie.